Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle bent on lot # 7248754. This is the 1st related complaint for broken needle npe on lot # 7248754. Investigation summary: customer returned (1) 32g, 6mm bd pen needle without the tear drop label attached (used). Consumer reported needle(s) bent. The returned sample was examined using a microscope and exhibited a bent patient end cannula and broken non-patient cannula. No manufacturing defects were observed on the sample; the bent patient end cannula and broken non-patient end cannula were likely caused by user error. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue (bent pe cannula) is: user error. No damage to the pen needle hub or epoxy area or other evidence of manufacturing related issues were observed on the returned sample. The possible root cause for this issue (broken npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned sample. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the 6mm x 32g pen needle (ultrafine micro) experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no.: 320749, batch no.: 7248754. It was reported the needle was bent. Verbatim: needle(s) bent. Date sanofi received complaint: (B)(6) 2019. Date sanofi received the sample: 06.03.2019. Pir: (B)(4).